Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02701. It was reported the pt's oxygen saturation dropped suddenly during the scs system permanent procedure. The pt was turned over in order to get a stable airway. The pt was stabilized and the pt's scs system was removed. The surgical incisions were irrigated thoroughly and closed. The pt was prescribed antibiotics as a precaution against any infections. The pt was seen in the physician's office the next day, and he is reportedly doing fine.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.